Manufacturer narrative:
Date sent to the FDA: 12/16/2020. Additional information: a1, a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent an open repair of an incarcerated recurrent ventral hernia with a portion of the small bowel adhered to the previously placed mesh. The hernia sac was removed and the bowel was freed from the mesh. It was reported that the patient experienced severe pain, bowel injury, long term wound care, inflammation, scarring, anxiety and stress. No additional information was provided.